Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle was not visible. The customer¿s blood glucose level was unknown at the time of the incident. Customer was not reporting that the sensor or introducer needle fractured while in the body. Sensor will be returned for analysis.